Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). (B)(4). Sorin group received a report that the s5 roller pump intermittently would switch off during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s5 roller pump intermittently would switch off during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. Visual inspection identified a small hole at the lower right hand side of the screen and visible signs of fluid ingress was noted in between the layers of the touch screen. The touch screen and hkr board were replaced. The service representative cleared the memory and functionally tested the unit. No further issues were noted and the unit was returned to service. No further occurrences have been reported for this unit. As the issue was not reproduced, an exact root cause was not determined. However, the visible damage and signs fluid ingress could have caused the problem. The fluid ingress issue is already known and livanova (B)(4) has already implemented a CAPA ((B)(4)). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.